Event description:
The customer reported via phone call that they were hospitalized with high blood glucose on (B)(6) 2015. Customer's blood glucose was over 500 mg/dl. The customer stated they experienced high blood glucose because the insulin pump failed to deliver insulin. The customer stated they were dehydrated, nauseous, vomiting and had ketones from their blood glucose. Customer was treated with an IV and insulin drip. Customer reported the insulin pump failed to deliver insulin because the customer exposed the insulin pump to moisture. The customer reported fluid was present under the lcd display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot. No moisture damage on keypad traces, motor assembly or electronic assembly noted during visual inspection.